Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse noticed bubbles coming out of line 6 and suspected buffer dispensing issues causing inconsistent results. The field service engineer (fse) replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). No patient demographic information (age, gender, weight, race or ethnicity) was provided.

Event description:
The customer reported intermittent low and high ise (na, k, cl and co2) results for three patients on their au480 clinical chemistry analyzer. One patient with low result was reported out of the laboratory, but later corrected upon repeat. The other two patients reported out only the repeated results. There was no change in patient treatment in association with this event. Quality control (qc) was within established range before patient samples were run.